Event description:
Underdelivery reported: the pump was programmed to infuse 250.0ml (unspecified infusate) over 1 hour. It was reported that only 125.0ml infused in the one hour time frame. The nurse reprogrammed the pump to deliver the remaining 125.0ml volume. The physician was not notified. There was no incident report generated. There was no pt harm reported. Though requested, there was no add'l info available.